Manufacturer narrative:
Other relevant device(s) are: product ID: 8780, serial/lot #: unknown, implanted: (B)(6) 2022, explanted: (B)(6) 2022, product type catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare provider (hcp) via a manufacturer's representative (rep) regarding a patient who was receiving compounded baclofen via an implantable pump. On (B)(6) 2022, it was reported that the patient experienced a return of symptoms/withdrawal symptoms and had little effect from their baclofen. This began occurring in (B)(6) 2022. A revision was performed on (B)(6) 2022 where the patient's first catheter was replaced but the pump was left implanted. A CT scan was performed on (B)(6) 2022 with contrast dye and the catheter was found to be patent. However, an indium scan was done on (B)(6) 2022 and no dye spread was seen outside the pump or in the catheter. Moisture was noted around the pump which was suspected to be "liquor". The patient's pump pocket was opened and "liquor" was confirmed to be present around the pump. The pump segment of the catheter was removed and it was found to be frayed or "rolled up" around the silicone of the pump connector. As a result, the connector and the pump connection was not sealed and liquor and baclofen leaked out from the catheter into the pump pocket. No environmental/external/patient factors that might have caused or contributed to the issue were noted. I t was confirmed that no issues were experienced when connecting the catheter to the pump during the initial implant and the patient had not experienced any fall or other trauma. No signs of infection, swelling or allergy were noted either. The pump segment of the catheter was replaced and discarded on (B)(6) 2022. The issue was considered resolved at the time of the event. The patient's status was listed as "alive - no injury".

Manufacturer narrative:
Continuation of d10: product ID 8780 lot# serial# unknown implanted: (B)(6) 2022 explanted: (B)(6) 2022 product type catheter product ID 8780 lot# serial# unknown implanted: explanted: (B)(6) 2022 product type catheter section d information references the main component of the system. Other relevant device(s) are: 8780, serial/lot #: unknown, ubd: unknown, UDI#: unknown medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The following was previously reported via MFR report# 2182207-2023-01839 (duplicate) and any further information regarding the event will continue to be reported via MFR report #: koopmans rj, meskers cgm, groot vd, slot km. Unique form of catheter malconnection following intrathecal baclofen surgery for spinal cord injury: a case report. Acta neurochirurgica. 2023;doi:10.1007/s00701-023-05718-z reported events: a 40-year-old male with a history of an incomplete traumatic spinal cord injury after a car accident in 2006 developed intermittent, progressively painful spasticity with frequent spontaneous clonic reflexes in (B)(6) 2021. An obstruction of the intrathecal part of the catheter was diagnoses through an indium single-photon emission computed tomography (spect) study. The patient had been placed on anti-spasticity drugs for a short time and the symptoms had resolved. In 2022-feb the symptoms had returned and the pump and spinal catheter was electively revised in (B)(6) 2022. Before wound closure the integrity of the system had been verified through flushing the side port verifying no leakage or obstruction. Within a week the patient developed intermittent painful spasticity accompanied by headaches while seated. Radiography demonstrated no obvious disconnections and cerebrospinal fluid aspiration was feasible. A CT scan was performed verifying catheter patency. Oral baclofen had been given with no efficacy shown by the patient. After a 50 mcg bolus of baclofen had been administered without any clinical improvement. The next step had been a spect study which demonstrated no intrathecal indium and identified a fluid collection around the pump. Upon opening the pump pocket cerebrospinal fluid emerged. The pump was removed and inspected which showed no disconnection, tear, or active leakage. After disconnecting the pump connector the silicone layer surrounding the pump connector was noted to be curled up showing the probable cause of the dysfunction. The pump segment of the catheter was replaced and the issue had resolved. See attached literature article

Manufacturer narrative:
Continuation of d10: product ID 8780 lot# serial# unknown implanted: (B)(6)2022 explanted: (B)(6)2022 product type catheter product ID 8780 lot# serial# unknown implanted: explanted: (B)(6)2022 product type catheter medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.